Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to degradation problems, cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasound bronchofibervideoscope exhibited a sticky connecting tube. There was no patient involvement.